Event description:
The halo forceps malfunctioned was replaced with another that malfunctioned. The forceps was not grasping larger tissue and inconsistently did not cauterize. Rep called, arrived after case completed, and reported same issue is occurring in other hospitals.